Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation as it was unable to get the prm to power up. A part of the internal circuitry got burned up and had shorted out. This part was then replaced and the prm passed all functional incoming tests.

Event description:
Boston scientific received information that this programmer (prm) would not turn on. This prm was returned for analysis. No adverse patient effects were reported. The device manufacture date for this product is (B)(6)1998.